Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedances. The impedance values were observed to be greater than 2000 ohms. The ra lead was then surgically abandoned and replaced. During the procedure, the lead was tested via pacing system analyzer and the high out of range values were confirmed. No additional adverse patient effects were reported.